Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), an arc was heard from the device. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Evaluation of the device verified the unit arced during testing. Observed arcing damaged components on the main board, which was caused by a damaged pad cable. Customer stated that the pads were incorrectly stored in the device, which led to damage to the pads and damage to the device. Although no pads were returned, the customer provided a photo of the damaged pads cable and exposed wires. The main board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.